Event description:
Customer states they are getting unexpected negative reactions with capture-r ready screen (3) (crrs), and capture-r ready indicator cells (crric) when testing a patient sample containing anti-e on the echo. Patient was transfused as a result of the unexpected negative reactions. However, no adverse reactions occurred as a result. The unit was later tested and found to be negative for e antigen.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retuened and retention crrs(3), lot r033 and crrid, lot id109. The customer's returned sample was tested with returned crrs(3), lot r033 on our in-house echo. The echo resulted in negative antibody screen interpretation. The sample was tested with the returned crrid, lot id109. The echo gave an equivocal with e+e- reagent red cells and a negative interpretation with e+e+ reagent red cells.the returned sample was tested by tube hemagglutination test with e+e- and e-e+ from retention panoscreen I, ii and iii, lot 41005, using immuadd as the potentiator. A room temperature incubation was included. Only microscopic reactivity was observed at the indirect antiglobulin test phase. The sample's antibody appears to be below the threshold of detection for the echo.